Manufacturer narrative:
A visual examination of the returned device revealed the suture had been removed from the stent. The suture had no visible defects and had not been cut so it could be removed from the stent. A precise cause cannot be determined since the stent device was not returned. A review of the device history record was performed, no anomalies were noted.

Event description:
It was reported to boston scientific corporation on september 15, 2006 that a percuflex plus was used during a ureteric stent placement procedure performed in 2006. According to the complainant, approximately mid-way through the procedure, the physician attempted to remove the uteric stent due to the patient's discomfort. The physician noticed the suture was or had become disconnected from the stent. Being unable to remove the stent, the physician successfully completed the procedure with this percuflex plus device. No patient complications were reported as a result of this event.